Event description:
The customer is having difficulties hearing the beeps. The self test was performed and it was indicated that audio does not work. In addition, the customer was assisted with putting the pump in the vibrate mode and was advised that a replacement will be sent.